Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a lesion. The device was inspected with no issues noted. It was reported that interstitial pneumonia occurred one or two days post implantation.